Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call or receiving excessive sensor error alarms. During troubleshooting, customer reported that sensor was fully inserted and there was no damage to connector bridge. Customer reported that water may have gotten under the tape. Customer ignored low predict alarm and had low blood glucose of 42 mg/dl. Customer declined troubleshooting for low blood glucose stating that it was not due to insulin pump.